Manufacturer narrative:
Product was not available for investigation as it remains implanted. A photo of complaint sample was provided. However, the visual was taken too far and was not clear enough to be investigated. Therefore, the complaint could not be confirmed. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. The directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a mark/spot and a potential indentation on the intraocular lens (iol). The mark/spot was at 8 o¿clock position at the periphery of the optic. The iol remains implanted. There was no injury to the patient and no secondary surgical intervention required. The patient is doing well post-operatively. No additional information was provided to abbott medical optics.